Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.

Event description:
Consumer complaint of low blood results. Caller normally is around 80-150mg/dl. Back to back blood test results were 64 and 64mg/dl. Last 5 results in memory were 94mg/dl, 106mg/dl, 83mg/dl, 75mg/dl, 73mg/dl. When the customer received the result of 73mg/dl, she became anxious and was taken to the ER. The test performed at the ER with the trueresult meter was 106mg/dl and the hospital's meter result was 209mg/dl. She did not receive any medication and went home. No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally is around 80-150mg/dl. Back to back blood test results were 64 and 64mg/dl. Last 5 results in memory were 94mg/dl, 106mg/dl, 83mg/dl, 75mg/dl, 73mg/dl. When the customer received the result of 73mg/dl, she became anxious and was taken to the emergency room. The test performed at the emergency room with the trueresult meter was 106mg/dl and the hospital's meter result was 209mg/dl. She did not receive any medication and went home. No adverse event reported.